Event description:
The customer reported that the handle was bad. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the handle was bad. There was no reported adverse pt impact. The device was evaluated by a philips fse. The symptom was clarified as the external paddles cannot discharge. The fse localized the cause of the issue to a failure of the external paddle set. The customer elected not to have the paddle set replaced at this time.